Event description:
With new droplet brand pen needle products, pt is unable to administer all of his insulin properly. Bd brand pen needles worked great, new droplet brand do not work well are causing administration issues. Diagnosis for use: diabetes mellitus.